Event description:
It was reported that the patient¿s device was coming on for reasons he did not understand. The patient would then grab a magnet and turn the device off and would stop feeling stimulation. It was unknown when this started happening. Additional information received reported that the doctor¿s office was planning to schedule an appointment to meet with the manufacturer representative and the patient. If able to interrogate the device at that time, the device would be programmed to zero volts. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1992, product type: programmer, (B)(4).